Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The complainant reported that during prep of the automated impella controller that the he front panel was cracked. The controller was removed and replaced from service for any future cases. There was no patient involvement.

Manufacturer narrative:
The investigation into automated impella controller (aic) - damage before therapy has been completed. During the data analysis no evidence was found in the logs on the reported complaint occurrence date, as the reported failure mode was physical damage to the aic housing. Most likely, the damage could have occurred before the therapy. The root cause for the front panel crack was not determined but may have been a use issue.